Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in inappropriate shocks and untreated events in primary vector. The noise could not be recreated in initial testing. Technical services (ts) discussed this appeared to be an integrity issue and to consider an x ray. Upon reviewing the x ray, a sharp bend out of the header of this s-ICD was observed thus a pocket fracture was assumed. Ts recommended replacing this s-ICD system. It was noted that this patient was overweight and is a smoker and drinker and generally does not take care of themselves. This patient was admitted to the hospital due to bradycardia and not due to the inappropriate shocks therefore it was discussed that this patient may require different therapy. Additional testing did not produce noise with aggressive movements. This s-ICD system therapy was briefly programmed off and this patient was programmed to alternate vector and this patient was sent home with a latitude monitor. Ts discussed explant considerations with the field representative. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and replaced with a non boston scientific transvenous system. This s-ICD is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in inappropriate shocks and untreated events in primary vector. The noise could not be recreated in initial testing. Technical services (ts) discussed this appeared to be an integrity issue and to consider an x ray. Upon reviewing the x ray, a sharp bend out of the header of this s-ICD was observed thus a pocket fracture was assumed. Ts recommended replacing this s-ICD system. It was noted that this patient was overweight and is a smoker and drinker and generally does not take care of themselves. This patient was admitted to the hospital due to bradycardia and not due to the inappropriate shocks therefore it was discussed that this patient may require different therapy. Additional testing did not produce noise with aggressive movements. This s-ICD system therapy was briefly programmed off and this patient was programmed to alternate vector and this patient was sent home with a latitude monitor. Ts discussed explant considerations with the field representative. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.